Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer complaint of the tubing set leaked from port was confirmed. Photo provided by the customer shows that the smartsite fla was broken off. The portion of the smartsite fla was still intact to the optimal injector male luer. The root cause of this failure was not identified as no product was returned. Device history record could not be performed on model unknown because the lot # for the suspect set was not provided.

Event description:
It was reported the registered nurse disconnected the tubing set from the injector instead of pulling the injector out from the connector to port 1. The nurse prepared the medication melphalan with the injector and connector and attached it to port 2 proximal to port 1. Approximately 30 minutes from the start of the infusion, the tubing set leaked from port 1. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, additional patient demographics was not provided.

Event description:
It was reported the registered nurse (rn) disconnected the tubing set from the injector instead of pulling the injector out from the connector to port 1. The rn prepared the medication melphalan with the injector and connector and attached it to port 2 proximal to port 1. Approximately 30 minutes from the start of the infusion, the tubing set leaked from port 1. Although requested, no additional information was provided.